Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: during case the light turned off spontaneously, then the light came back on flickering. Issue resolved by using a different light cord. After the case, the light cord was tested and the light could turn on without an adapter connected. Update: full loss of light. 5 min surgical delay to replace light cord, no medical intervention and case completed successfully. Only light cables will be returned for investigation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a reed switch, not fully seated safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.